Event description:
Hilips received a complaint indicates that device failed the therapy test. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that therapy capacitor will need replacement. The customer has ordered replacement therapy capacitor to rectify malfunction. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.